Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had unexplained low blood glucose because the insulin pump was over delivering. Caller stated that the customer filled her reservoir, but was unable to prime, customer removed the reservoir and the reservoir was empty. Caller also stated that it was air bubbles in the infusion set tubing. Nothing further was reported.